Event description:
It was reported that urine leakage occurred from the shaft, on the day of use. Per additional information received via email on 7 september 2018 from (B)(4) (medicon representative), there was a tear on the shaft near the funnel.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to a hole less than 0.5" from the funnel. Visual evaluation of the returned sample noted one opened, used catheter present. The balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). The balloon concentricity was observed to be 60:40. The balloon was then allowed to rest for 30 min with no leaks and passively deflated all 10ml. When the drainage lumen was flushed with the methylene blue solution, a 0.0830" tear noted 0.4255" from the trifurcation area over the drainage lumen. Cuts in the lumens are considered out of specification. The active length of the catheter balloon was measured (0.6890") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿100% latex-free warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. Valve type: use luer slip syringe. Do not use needle. With bard® hydrogel and bacti-guard®* silver alloy coating warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage occurred from the shaft, on the day of use. Per additional information received via email on (B)(6) 2018 from (B)(4), there was a tear on the shaft near the funnel.